Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported that a combi set blood leak occurred due to the heparin line separating during a patient's hemodialysis (hd) treatment. The event occurred four minutes after the start of treatment. Blood reportedly started "squirting out at the nurse". The nurse was able to stop the blood leak by putting their thumb over the opening of the "t" connection, where the heparin line separated. It was unknown if any machine alarms were triggered. There was no leaking noted during the prime, and there were no known changes or disruptions in pressure that could have caused the issue. Prior to treatment, there were no obvious defects noted on the combi set bloodlines. The patient¿s blood was not returned; estimated blood loss (ebl) was 200 ml. The cm confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The sample was not available to be returned for manufacturer evaluation as it was reportedly discarded. However, photos of the actual device were provided for review.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. However, photos were received from the customer depicting a separation from the heparin line to the red ¿t¿ connector. The reported event was able to be confirmed based on the provided photos.

Event description:
A user facility clinical manager (cm) reported that a combi set blood leak occurred due to the heparin line separating during a patient¿s hemodialysis (hd) treatment. The event occurred four minutes after the start of treatment. Blood reportedly started ¿squirting out at the nurse¿. The nurse was able to stop the blood leak by putting their thumb over the opening of the ¿t¿ connection, where the heparin line separated. It was unknown if any machine alarms were triggered. There was no leaking noted during the prime, and there were no known changes or disruptions in pressure that could have caused the issue. Prior to treatment, there were no obvious defects noted on the combi set bloodlines. The patient¿s blood was not returned; estimated blood loss (ebl) was 200 ml. The cm confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The sample was not available to be returned for manufacturer evaluation as it was reportedly discarded. However, photos of the actual device were provided for review.